Event description:
Boston scientific received information that during a lead revision, this right atrial (ra) lead was noted with insulation cracks. The physician tried to repair the lead however, the physician decided to explant the system including the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed abrasion. This type of damage is consistent with repeated stress over time. There was no reported clinical observation as a result of the lead damage observed by the laboratory.